Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator exhibited post paced t wave oversensing. No intervention was done. The patient status was unknown.

Event description:
Additional information received confirmed that the implantable cardioverter defibrillator (ICD) re-exhibited post-paced t-wave oversensing. No resolution was performed. The patient condition was unknown.